Event description:
It was initially reported by a company rep that physician was unable to interrogate a pt. The company rep went to the site to troubleshoot the programming system. The wand was found to have a dead battery and once replaced the programming system was functioning properly. There was no malfunction found in the programming system. The pt has not been back to the physician to have the generator interrogated since the wand battery was replaced. It is unk at this time if there is a malfunction of the generator as it cannot be confirmed that the pt's generator is able to communicate with the programming system. Good faith attempts to gain additional info have been unsuccessful to date.